Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this power board. Philips cannot rule out a malfunction at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device did not function properly during a patient use. A second device was used to monitor and transport the patient. It was reported that the customer's initial reported failure of "device failure during patient care power" was observed while the device was in use. However, no adverse patient impact was reported.